Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, live birth and celiac disease. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), feeling abnormal ("neurologica conditions or problems type: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,"), abdominal distension ("bloating,"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss") and arthralgia ("joint pain / aches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, feeling abnormal, depression, anxiety, abdominal distension, weight increased, vulvovaginal pain, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: the device was in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, live birth and celiac disease. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,"), abdominal distension ("bloating,"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss") and arthralgia ("joint pain / aches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, feeling abnormal, depression, anxiety, abdominal distension, weight increased, vulvovaginal pain, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: the device was in place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received : events added- ectopic pregnancy and device ineffective. Aka name added, patient demographic added, events severity and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.